Event description:
It was reported that the patient underwent a sling procedure in 2005. Approximately eight months post-operative, the patient developed an abscess on the left side at the point of the obturator exit wound or in the tract of the obturator pass. The patient was hospitalized in 06 for two days, during which time the patient was treated surgically and was treated with IV antibiotics. The patient was discharged with four weeks of antibiotics and is currently in good condition.